Event description:
A medtronic representative reported that when he was testing the ent frazier suction he was able to get it to verify, (it did not look visibly bent), but it was inaccurate while navigating. This event occurred outside the surgical arena and no patient was present.

Manufacturer narrative:
This event was reported outside the operating room; no patient was present. The suspected device's lot# and manufacture date provision is dependent on the return of the suspect part. The suspect part has not been returned to the manufacturer for evaluation.